Event description:
The customer reported a no shock delivered message. At this time, it is unclear what mode the device was in at the time. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported a no shock delivered message. At this time, it is unclear what mode the device was in at the time. There was no report of negative pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.